Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had excessive leak of the helium. No patient involvement was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,d8, d9, e3, g1(contact person ¿ mfg site), g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h1. The failure analysis and testing dept. Received part number 0997-00-0565 with a reported unit failure of a helium leak. The fat performed a visual inspection and found the part to be oxidized in some areas. See attachment. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed the reported helium leak. No root cause can be identified. Probable is the oxidation on the part. Retaining the part in the failure analysis and testing department per procedure number (B)(6) rev. Au. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the helium reservoir assembly (0997-00-0565). The unit passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field: h6 ( investigation findings).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, h6 (investigation findings).

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had excessive leak of the helium. There was no patient involvement reported.